Event description:
When running a quality control fluid for potassium, a customer observed one result that was lower than the expected control range, and one result that was higher than the expected control range. One pt sample was found to be positively biased when compared on another test system. The magnitude of the falsely elevated result could have resulted in inappropriare physician action. No biased results were reported to the physician. There was no report of harm as a result of this event.